Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, a wire was sticking out of the stapler 45. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 45 involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. For clarification, the instrument was found to have a broken grip cable at the distal end. The broken cable segment that contains the crimp was not returned with the instrument. The root cause of this failure is attributed to a component failure. Additional observation not reported by site that is related to the primary failure: this instruments grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. This failure was caused by the broken grip cable. The root cause of this failure is attributed to component failure. Additional observations not reported by site that are not related to the primary failure: the instrument was found to have a broken pivot pin at the distal end. The root cause of this failure is attributed to mishandling/misuse. The instrument was found to have a firing failure during in-house testing. The instrument was placed on an in-house system. The instrument failed the firing test at the start of the firing sequence. The root cause is not determinable.